Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed. The black plunger is loosing sealing capability. It appears to be taking set to the size of the bottom of the barrel and not bouncing back to shape as it is being drawn through the barrel. The plunger tip used for this lot is the same plunger tip that was used in previous complaint lots. This complaint is a manufacturing error at our raw materials manufacturer. The manufacturer of the black plunger tip has been made aware of this complaint type. Changes have been made to address this issue at the raw materials manufacturer. These types of complaints will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
A 1cc syringe defect - it was difficult to use 1cc syringe because plunger seal was insufficient.